Event description:
On (B)(6) 2010, a physician was performing a right breast reconstruction diep using a 3.0 mm flow coupler on the right internal mammary vessel. The physician completed the anastomosis of the vessel with the device. The physician reported that during the procedure, he could not get the flow coupler's probe wire to reliably sit correctly without causing twisting or occlusion of the vessel. The physician left the coupled rings in place and took out the removable probe portion of the device.

Manufacturer narrative:
The coupler ring portion of the device was implanted. The probe portion of the device was removed and was not implanted. The flow coupler device was not returned for eval. According to the device history record, the devices met spec at the time of manufacture. A 100% functional alignment testing was performed on each device and 100% visual inspection was performed on each assembly during the mfg process.